Manufacturer narrative:
The driver in "as received" condition passed all test sections and pressure performance metrics associated with normotensive and hypertensive settings. During investigation testing, the driver performed as intended with no evidence of a device malfunction. The root cause of the customer-reported issue of a low battery alarm continuing into a permanent fault alarm was determined to be a malfunction of the freedom onboard batteries in use at the time of the alarms. These batteries are reported under MFR. 3003761017-2018-00397 (freedom onboard battery s/n (B)(4)) and MFR. 3003761017-2018-00398 (freedom onboard battery s/n (B)(4)). This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a low battery alarm while supporting a patient. The customer also reported that the freedom driver was plugged into the car accessory power and the green light on the car charger and the power adaptor were reported to be both showing a green led indication at the time of the alarm. The customer also reported that during the onboard battery exchange the freedom driver exhibited a fault alarm. The customer also reported that the patient started feeling dizzy and that the patient was subsequently switched to the backup freedom driver. The patient reported she immediately felt better on the new driver.